Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation found the ceramic head was broken. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device "ceramic head is broken". The issue was found during reprocessing. There was no patient involvement on this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure the ceramic head was broken was confirmed. Based on the results of the investigation, it is likely caused by a component failure of the ceramic head (insulation beak). The ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.